Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8352-50, serial #: (B)(4), description: coveredge x 32, 50 cm 4x8 surgical lead. Model #: sc-4316, lot #: 19964239, description: next generation anchor kit-sterile.

Event description:
A report was received that the patient was experiencing shocks whenever near an electrical device. It was also mentioned that the stimulator shocks the patients body to where the tooth hurts and also worsen when it rains, whether the stimulator was turned on or off. It was unknown if the shocks were device related. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg explant procedure. No device malfunction was suspected. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was experiencing shocks whenever near an electrical device. It was also mentioned that the stimulator shocks the patients body to where the tooth hurts and also worsen when it rains, whether the stimulator was turned on or off. It was unknown if the shocks were device related. The patient will undergo an explant procedure.